Manufacturer narrative:
The issue was initially found during preventive maintenance. Pse replaced the unit's front beze to resolve the nav-ring issue. The unit passed required performance verification tests per philips standards and was returned to use.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14sep2020.

Event description:
The customer reported a nav ring not responding. The customer indicated changes can only be made via the touchscreen. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.